Event description:
The report stated that the ligasure axs handpiece was being used during an unknown procedure. The device was activated and the system ran through a complete sealing cycle with end tone, but it was visually evident to the surgeon that the pt's tissue was not sealed. Another ligasure axs handpiece was then used for this case.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.